Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Olympia clinical study # 0515038r-v. It was reported that 32 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index procedure was a 3.0mm, 90% stenosed, 15mm long portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 8.8% 3.00x24mm drug eluting stent in the prox cx. There was 0% residual stenosis. Thirty two days after the initial procedure the patient expired. In the opinion of the physician the cause of death was untreatable ventricular arrythmias and was not related to the taxus liberte' stent. This product is only ous approved but it is similar to a marketed us device.